Manufacturer narrative:
The event date is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the investigation, a root cause could not be identified. The most probable cause could not be established, as the findings did not provide a definitive conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had damaged fibre bonding in the outer tube area, distal end. There was no patient involvement.